Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a polarization switch. Unipolar impedance is now higher than bipolar impedance. There are also low impedance measurements since the polarity switch. The lead is still in use. No patient complications have been reported as a result of this event.